Event description:
During surgery to correct an internal bleeding issue, doctor on call observed oozing occurring from an anastomosis site which had been clipped shut with clip applier in previous procedure. Doctor added additional sutures to area to control suture. The pt was stabilized after the procedure and is being monitored for current and pre-existing conditions. Current status: device (clip applier) used in procedure was discarded. In discussion with account representative for hosp, conclusion for oozing was attributed to increased pressure build up in arm from tunneling site that led to need for additional sutures needed in site area.